Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance anomaly. Limited information was available. No additional adverse patient effects were reported. This ra lead has not been returned to boston scientific.